Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia/irritated site. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107. Advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The mother reported noticing that the patient's arm was red and looked different than usual when the pod was removed. The patient was admitted to the hospital due to a stomach virus, not related to the pod. However, her blood glucose was also high (in the upper 400's mg/dl) on the way to the hospital but went down (to 300 mg/dl) prior to being admitted. The patient was treated with IV fluids and sulfamethoxazole. It was not clearly reported whether any medical intervention or treatment was directly related to the patient's high blood glucose or irritated site. Additional attempts were made to obtain further clarification/information but were unsuccessful. The pod was worn on the arm for longer than 48 hours.